Event description:
Reportedly, after firing, the distal donut was incomplete and the proximal donut was perfect. The anastomosis was open on the posterior rectal stump where the distal donut was incomplete. The anastomosis was sutured. Procedure: colectomy takedown.